Manufacturer narrative:
Visual analysis of the return device found the handle cannula was bent and broken. The basket tip was missing, the basket wires were retracted, and the coil assembly was buckled. Additionally, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that handle cannula was broken. The broken handle cannula is likely due to procedural factors as the user applied excessive compressive force to the handle assembly and the handle cannula was then forced upward until it failed and broke. Therefore, the most probable root cause of "operational context" is selected for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the distal bile duct during a removal of bile duct stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle ii was used in conjunction with the trapezoid basket in an attempt to crush a 2 -3 cm stone. However, the stone was unable to be crushed. The trapezoid basket was removed from the patient. The device was inspected by opening and closing the basket while still attached to the alliance handle ii and found that the basket did not close smoothly. Further inspection of the trapezoid's handle found the handle cannula was broken. The procedure was continued using a different device but the stone was not completely crushed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the distal bile duct during a removal of bile duct stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle ii was used in conjunction with the trapezoid basket in an attempt to crush a 2 -3 cm stone. However, the stone was unable to be crushed. The trapezoid basket was removed from the patient. The device was inspected by opening and closing the basket while still attached to the alliance handle ii and found that the basket did not close smoothly. Further inspection of the trapezoid's handle found the handle cannula was broken. The procedure was continued using a different device but the stone was not completely crushed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.